Event description:
It was further reported that the 2.5x32mm taxus liberte stent was deployed spanning both pre-existing stents. It was previously reported that the index procedure was performed in (B)(6) 2010; however, the correct date is (B)(6) 2009. The patient was admitted in november 2010 with complaints of a 3-week history of jaw and gum pain with exertion, 3-4 days of jaw and chest pain after eating and this morning had chest pain at rest.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that in (B)(6) 2011, the patient experienced low threshold unstable angina and underwent a target vessel revascularization to the lad and lcx. The lad and lcx was treated with balloon angioplasty. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel.

Event description:
(B)(4). Same case as: 2134265-2010-05350. It was reported that post a coronary stenting treatment procedure, the patient experienced angina and restenosis. In (B)(6) 2010 during the index procedure, lesion 1 was located in the proximal circumflex (cx) with 80% in-stent restenosis of a previously placed stent. The lesion was 2.5mm in diameter and 25mm long. The lesion was treated with predilation and placement of a 2.5x32mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2010 during the staged procedure, lesion 2 was located in the mid left anterior descending (lad). The 90% stenosed target lesion was 2.5mm in diameter and 12mm long. Lesion 2 was treated with predilation and placement of a 2.5x32mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2010, the patient experienced "low threshold" unstable angina. A coronary angiography revealed 80% in-stent restenosis of the stent in the proximal cx and underdeployment of the stent proximally. The patient was treated with medication and a percutaneous coronary intervention with a balloon angioplasty. A 3.0mm noncompliant balloon was placed within the stent with several inflations made. Residual stenosis was 0%. There was 80-90% stenosis within the lad stent. The lad lesion was crossed with a non-bsc wire. A balloon dilation was performed. A 2.25x28mm non-bsc stent was placed and deployed in the mid to distal portion of the lad. The physician also tunneled and deployed a 2.5x28mm non-bsc stent in the previous placed non-bsc stent. Residual stenosis was 0%. The non-bsc wire was pulled back and placed into the diagonal branch. Residual stenosis in the ostial diagonal branch was reduced to less than or equal to 30%. No patient complications were reported and the event was considered resolved without residual effects. Two days later, the patient was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).